Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave¿ clear neutral connector was found to have leaked during patient use. The reporter stated "on assessment patient noted to have propofol on sheet/gown and proximal/medial lines of central line. Propofol infusing to distal port. On assessment, propofol leaking out of cap of distal port. Checked cap connection, cap securely tightened. Cap removed and line flushed, no leak noted from line. Suspected crack in cap. Cap change completed, faulty cap left for managers". The device was retained and the number of devices is one. It was wiped, doubled bagged (if consumable), and labeled as per instructions. There was patient involvement and no adverse event.

Manufacturer narrative:
Received one (1) used. List #mc100, microclave¿ clear neutral connector; lot #14130520 for evaluation on 1/31/25. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was leak tested and an internal leak was observed. The microclave was disassembled and found to have a torn seal. The probable cause of the leak is from the use of an incompatible mating device. The directions for use states: clave connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.